Event description:
It was reported that the patient developed a systemic infection. The implantable cardiac defibrillator (ICD) and lead were removed and replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 implantable tachy lead (B)(6) 2001. (B)(4).